Event description:
It was reported that during preparation of the device for a cardiopulmonary bypass procedure, that this pump was being used for cardioplegia. The occlusion knob had to be tightened all the way, so it could be used. The occlusion setting was malfunctioning for the raceway rollers. The device was not changed out. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Investigation in process, but not yet completed.